Event description:
It was reported that a partial deployment occurred. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for a patient procedure in the superficial femoral artery. The procedure was indicated for peripheral artery disease. The lesion was 100 % stenosed and moderately calcified. The lesion was pre-dilated. While deploying the stent, the thumbwheel was spinning out when it was deployed at about 6cm. It was left for a while and gradually deployed it, however it did not deploy completely; therefore the system was pulled out and it was deployed successfully. The thumbwheel rotated until the white arrow could be seen on the pull grip during deployment. The physician did not use the pull grip. No stent stretching occurred. The device was used as it was to completed the procedure. No patient complications were reported.

Manufacturer narrative:
H3 - device evaluated by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone and a kink to the inner liner 13.8cm from the tip. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that a partial deployment occurred. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for a patient procedure in the superficial femoral artery. The procedure was indicated for peripheral artery disease. The lesion was 100 % stenosed, moderately calcified and was pre-dilated. While deploying the stent, the thumbwheel was rotated until the white arrow could be seen on the pull grip. The stent deployed out, about 6cm. It was left for a while and it gradually deployed. However, it would not deploy completely; therefore the system was pulled out in order to be deployed fully. The physician did not use the pull grip and no stent stretching occurred. The device was used and the procedure was completed. No patient complications were reported.